Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 5019911. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that while using a bd eclipse blood collection needle with luer adapter, a phlebotomist activated the safety shield and the shield came off resulting in a contaminated needle stick injury. Routine post exposure lab work was done and the phlebotomist was provided with an unknown medication for the blood exposure.